Event description:
The customer reported the ventilator was inoperative with the ac charger. During service, the field service technician reported a "runaway turbine shutdown". The ventilator was not connected to a pt when the turbine shutdown occurred.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.